Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump.